Manufacturer narrative:
The lead was returned due to dislodgement. As received, a partial distal portion of the lead was returned in one piece. All tines were found to be intact and undamaged. Electrical testing did not find any indication of conductor fracture. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
Related manufacturer reference number:2017865-2021-37167. It was reported that the patient presented for a scheduled procedure. Prior to the procedure, the right atrial lead exhibited oversensing noise resulting to inappropriate mode switch. During the lead extraction, the right ventricular lead dislodged. Both leads were explanted and replaced. The patient was in stable condition.